Event description:
Hold adam 7/8it was reported that during a routine pump replacement procedure the existing catheter was not aspirated of drug (inability to aspirate) (10mg/ml dilaudid) and a new piece of 8596 catheter was added to the proximal end of the existing catheter. Three was no drug in the catheter and the healthcare professional (hcp) stated it was ¿not an issue and he would take care of it.¿ there was no csf (cerebrospinal fluid) backflow was seen from the catheter, ¿along with the new pump not being primed on the back table with the new drug¿ (6mg/ml dilaudid). The reporter requested calculation confirmation to program a single bolus for 24 hours with a dose of 2.3mg. The patient was successfully managed by the hcp. Surgical intervention was not needed to address the inability to aspirate and there was no issue with catheter segments being left in the patient. The patient was receiving effective therapy and doing well. The pump was used to infuse dilaudid (hydromorphone). Follow up was conducted to obtain information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID 8840, product type: programmer, physician. Product ID ne u_unknown_cath, product type: catheter. Product ID neu_unknown_cath, implanted: (B)(6) 2015, product type: catheter. (B)(4).